Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approx 2 months ago. The aortic neck was 25 to 27 mm in diameter and 32 mm long. The iliac arteries were mildly tortuous and 14 to 15 mm in diameter. It was reported that after the talent graft was deployed, an unk type of endoleak was noted. The physician elected to intervene with an extension cuff with successful results, and no endoleak was seen on the 1-month CT follow-up. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval results: endoleak.